Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine (concentration and dose not reported) via an implantable pump. The indications for use was noted as non-malignant pain and failed back syndrome-other. The patient stated on (B)(6) 2015 her pump went empty and on (B)(6) 2015 her pump started alarming. The patient had lost her insurance and had asked the physician's office what to do in the meantime, between losing insurance and applying for disability. The patient had an appointment on (B)(6) 2015 to apply for disability. The patient stated they had talked to the office 3-4 times before her refill. The patient went to the refill and was told she had to pay cash for the appointment then. The patient didn't know this and the patient was told they were going to take care of her this 1 time but she could never come back as a patient again. The patient stated a few days after the appointment the physician called and stated he had an idea for patient's pump but the patient had not been able to get a hold of the physician. The patient also stated that they physician would take care of the patient but no one in the office was helping the patient. Patient symptoms, interventions or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-08-25, additional information was received from a consumer. It was reported the pump was not refilled at the last appointment and was still continually beeping. The patient could not be seen due to lack of insurance and didn't have the cash needed to pay for an appointment.

Event description:
Additional information received from the consumer patient. The patient lost their health insurance and their physician refused to turn off the alarm of their pump. There was no medicine in the pump and there had not been any for months. The alarm was consistently going off and the noise was embarrassing. The patient requested information on how they could turn off the alarm so they are not constantly humiliated from the noise. The patient stated they have a "bolus, can I do it from that."